Event description:
It was reported that the customer was involved in a car accident while driving. It was stated that the customer was hospitalized due to a seizure, and his blood glucose reading was 198 mg/dl. It was stated that the customer had an MRI, and he was wearing the insulin pump. Troubleshooting was performed. Ran a self and displacement test and they passed. Advised the caller to remove the reservoir, and the amount of insulin in the reservoir matches with the status screen. It was stated that the dr recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.